Event description:
The customer reported that the defibrillator failed to discharge. The involved pt died. The customer has not yet reported whether the device behavior impacted the pt outcome.

Manufacturer narrative:
(B)(4). A f/u report will be submitted after phillips obtains more info concerning this event.